Event description:
Customer reported the sensor has been giving inaccurate reading which is causing the insulin pump to go into threshold suspend. Customer stated the sensor would read below 60 mg/dl and blood glucose would be 130 mg/dl. Customer stated he stops it and attempts to recalibrate but still the device will alarm low. Customer stated he wasn't using a sensor current as it had fallen. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.